Event description:
Since (B)(6), the nipro avsf-1732-tc-30b-gt needle (non-back eye version) has been used for routine plasma collection. In an increasing number of cases, donors developed a localized hardening/swelling at the puncture site a few days after vein puncture. These cases are currently being reviewed by medical staff. For now, many donors need to be deferred, what causes production loss. As now more than 150 cases (6% of the patient) are showing a reaction. Additional information: on may 11, 2026, a joint on-site visit was conducted at (B)(6) clinic to observe a full plasmapheresis procedure using the nipro needle and to assess reported donor reactions. Since introduction of the nipro needle in (B)(6) 2026, biolife has reported 421 cases of delayed skin reactions at the puncture site, typically occurring 5-10 days post-donation and clinically consistent with contact dermatitis. 6 cases involved generalized allergic reactions with hives and were reported to local authorities. Following discontinuation of the nipro needle, biolife observed a marked reduction in new cases.